Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt in the forearm. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. However, on initial inflation at 2 atmospheres, the balloon ruptured. The procedure was completed with another of the same device and no patient complications were reported.